Event description:
It was reported that 24 bd safetyglide¿ needles were found blocked before administering vaccination medicine. The following information was provided by the initial reporter: "reporting for week of march 14th-18th on behalf of 15 nurses at xxxxx. Upon attaching needles to vaccine syringes, users unable to expel air from syringe. Needles are blocked, necessitating nurses having to replace needle to syringe prior to administering vaccine to client. 24 needles affected throughout week. Impact of incident: no adverse affect as faulty needle detected before administration who was affected? No person affected unexpected or prolonged care? No... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that 24 bd safetyglide¿ needles were found blocked before administering vaccination medicine. The following information was provided by the initial reporter: "reporting for week of (B)(6) on behalf of 15 nurses at xxxxx. Upon attaching needles to vaccine syringes, users unable to expel air from syringe. Needles are blocked, necessitating nurses having to replace needle to syringe prior to administering vaccine to client. 24 needles affected throughout week. Impact of incident: no adverse affect as faulty needle detected before administration who was affected? No person affected unexpected or prolonged care? No... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use."

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was found blocked before administering vaccination medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "reporting for week of march 14th-18th on behalf of 15 nurses at xxxxx. Upon attaching needles to vaccine syringes, users unable to expel air from syringe. Needles are blocked, necessitating nurses having to replace needle to syringe prior to administering vaccine to client. 24 needles affected throughout week. Impact of incident: no adverse affect as faulty needle detected before administration who was affected? No person affected. Unexpected or prolonged care? No... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use".